Event description:
Patient with a thoracic descending aneurysm had a lumbar drain placed by interventional radiology. Overnight on the nursing unit staff noted that the drain was leaking and patient was complaining of a headache. Md was called and anesthesia came to remove the drain. While removing the drain the cap came off completely from the rest of the tubing.